Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2007; product ID 5076-45 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device experienced an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.